Event description:
It was reported that the device is loose and a revision surgery is scheduled. Progressive radiolucent lines around the cup, continuous pain post-op, pain with activity and movements. Never recovered from pain post-op.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.